Manufacturer narrative:
Section b3: date of event: unknown; not provided. The best estimate date is between nov 3, 2015 and dec 8, 2025. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code 4625 (additional surgery) is to capture the laser treatment. Section h6: health effect - impact code 4613 (minor injury/illness/impairment) and health effect - clinical code 4471 (unspecified eye/vision problems) is to capture the 'bubble' in the eye. An attempt was made to obtain the missing information; however, no additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that after the non-preloaded multifocal intraocular lens (iol) was implanted in the left eye, the patient experienced difficulty with both distance and near vision, stating that the lens had not performed well. In 2017, the patient developed a 'film' in the left eye, which was treated with laser, resulting in improved vision. Later, the patient experienced a 'bubble' in the left eye that resolved on its own. Recently, the patient's vision worsened significantly, and during a vision test, was unable to see the top line of the chart. The patient was diagnosed with dry eye and was recommended glasses; however, the patient was concerned that the iol might be faulty, as the patient was informed that there were no other issues with the eye despite the worsening vision. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 health effect - clinical code 1809 (deposits) was included on the initial MDR but should be changed to health effect - clinical code 4807 to better capture the event of ¿the patient developed a 'film' in the left eye, which was treated with laser, resulting in improved vision¿. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section h6 health effect - clinical code 4807 (posterior capsule opacification). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.